Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (response buttons non-functional) was confirmed. Upon investigation the front response button was non-functional. The cause for the failure was unable to be positively identified. The root cause for the defective response button could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that the response buttons on monitor were not working properly.